Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an inappropriate reboot was confirmed. Ventec observed that the device had a depleted internal battery and upon opening the device to perform a visual inspection, ventec noted that the main control board, internal flow transducer (ift), tubing, couplers and bellows were all covered in dust/debris. Ventec replaced the tubing, couplers and bellows and then cleaned off and reinstalled the control board and ift. Proper device operation was then confirmed through functional and performance testing. The root cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device alarmed "system failure". There was patient involvement associated with the reported event; however, staff obtained and transferred the patient to a backup device. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. During evaluation of the customer's device, ventec observed that it rebooted unexpectedly.